Event description:
It was reported that during service and repair pre-testing, it was discovered that the rotations per minute were below specification on the motor device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the power was low on the device and the device was powerbroken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be failure to follow the directions for use by running the device in the safe or load position. This was further defined as user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.